Event description:
It was reported that the patient with this right ventricular (rv) lead was in a car accident. The patient mentioned the lead became loose and has been experiencing episodes of heart rates up to 111 beats per minute (bpm). Additionally, this lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. At this time, this lead remains in service.